Event description:
The facility's biomed reported an infusion pump with an 8:12:00 failure code that was found during biomed testing. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.